Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification, alongside random manual power ons, up to and including the last log entry, on (B)(6) 2015. An increase in voltage then suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The excess current drain measured and the green status led remaining constantly lit would confirm a fault with the original membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on its ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.